Manufacturer narrative:
Common device name: corrected to "catheter, thrombus retriever".

Event description:
Analysis of the returned device noted that the catheter shaft was broken. No consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The subject device was returned without the hemostatic valve and scout introducer. Visual inspection revealed that the catheter shaft was kinked and broken at approximately 2.0cm from its proximal end. It was compressed at approximately 18.0cm from its distal end on the proximal shaft and 21.0cm from its distal end. No other anomalies were observed. Functional testing was not performed due to the returned condition of the device. Information available stated that the catheter was not removed from the hoop by the user as instructed and depending on how the hub strain relief was removed from the protective tubing, force may have been exerted causing the kink and fracture near the catheter proximal end observed during the device inspection. It is possible that the device was damaged during unpacking of the device or during preparation of the device causing the observed damage. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
Analysis of the returned device noted that the catheter shaft was broken. No consequences to the patient were reported.